Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly during testing. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked belt clip slot.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the esc button was not responding. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.